Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that not all volume indicators were on for the insufflator, although the printed circuit board was replaced. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The event reported (not all volume indicators were on for the insufflator) was identified by olympus during repair of the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: faulty front panel. However, a definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.